Manufacturer narrative:
Investigation pending.

Event description:
Customer reported discordant tni results between triage and beckman analyzer. Customer stated a patient with a hemorrhage in the digestive tract was tested on triage and provided the following negative results at 7:01am on (B)(6) 2019: ckmb <1.0;myo 96;tni <0.05. The clinic doctor did not feel the triage results matched patients clinical symptoms so a beckman test was ordered. The following results were received at 1:48pm the same day: myo 47.98,ckmb 0.60;tni 0.328 (tni positive). The next day, (B)(6) 2019, customer performed a contrast test for the same patient. The following triage results were obtained: ckmb<1.0;myo 256;tni <0.05 and bnp 1330 (myo and bnp positive). The triage cardiac panel does not contain bnp. It is unclear what test was used for the bnp result. The beckman provided the following results: myo 689.6 ;ckmb 1.64 ;tni 0.288 (myo and tni positive). The clinic doctor diagnosed the patient with large hemorrhage in digestive tract accompanied with a clinical level 2 heart infarction. Customer stated there was no treatment delay to the patient based on triage results. Sites cut-offs: triage: myo 107, bnp 100. Beckman: myo 110, ckmb 5, tni 0.06.

Manufacturer narrative:
Corrected: b4: date listed in section b4 was incorrect in the initial MDR report. D4: lot number was unavailable when the initial MDR was filed. Customer was able to provide the affected lot number. Investigation conclusion: the customers complaint was not replicated during in-house testing with retains of lot t10534rn. No issues with tni recovery were observed. Manufacturing batch records for lot t10534rn were reviewed and found that the lot met release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.